Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional product code: hwc. Unknown lot number this report is for unknown 11mm ti cann retro/antegrade femoral nail-ex/420mm-sterile /unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a femoral shaft fracture on an unknown date in (B)(6) 2016. Patient was implanted with a retro grade nail and three locking screws. On an unknown date, it was discerned that patient had a nonunion and all devices were explanted on (B)(6) 2016. All hardware was removed intact. The surgeon then reamed out the canal and a new synthes nail was implanted. There was no delay and surgery was completed successfully. This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).